Event description:
The dilator tip came apart and penetrated the sheath during prep. The device was removed and replaced without incident or harm to the patient. Manufacturer response for sheath, swartz sl1 guiding sheath (per site reporter). Per rl, manufacturer notified by site. Product handled by site.